Event description:
It was reported that the patient's ipg was inoperable. It is unknown when the patient lost therapy. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.

Event description:
This device was inadvertently reported on. Further information was obtained that determined this to be normal battery depletion.

Manufacturer narrative:
Corrected data b5: the device exhibited normal device characterisitcs and is no longer considered reportable.